Event description:
It was reported that the patient was not able to move her lower legs or feet right after the spinal cord stimulator implant procedure. It was noted on the post operative care unit that the patients lead was gradually having high impedances. The physician decided to explant the paddle lead and found out that there was a significant amount of stenosis. Following the explant of the paddle lead, the patient was able to move her lower legs and feet. The patient is expected to make a full recovery. The explanted lead was kept by the medical facility.